Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Measured j7. Found that charger board ii connector 11j1 not fully connected to the board. Problem solved after replugging 11j1. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for analysis.

Event description:
A site representative reported that when pressing x-ray button on the imagining system, there was only a short beep and no image on screen. Restarting the system solved the issue at the time. There was no patient present when this issue was identified.